Event description:
It was reported during a bronchoscopy with anesthesia procedure the image on the bronchofibervideoscope was blurred. The procedure was being performed due to aspiration from a piece of carrot. At the start of the examination, the patient's circulation was stable, responsive, and without any visible restrictions. A laryngeal tube was inserted to secure the airway and anesthesia was induced. The endoscope was intubated via the "knee piece" over the laryngeal mask. The view on the monitor was severely restricted, as in the image was not clear but blurred. The endoscope was wiped with water at the distal end, then re-intubated but had a similar image. The endoscope was then removed from the patient again and the distal end was wiped with an alcohol-based disinfectant wipe, which also was unsuccessful. Due to the minor manipulation and the small residual volume of air in the lungs, there were several drops in the patient's oxygen (o2) saturation. The device was switched with a smaller endoscope and the view was better. The time of the examination was prolonged for 6 minutes due to the poor view and the change to another endoscope. Upon follow-up with the customer, it was reported that there was no piece of carrot found in the bronchial system, but there were plenty of secretions which caused the general condition to decline after the start of the examination with the induction of anesthesia and the manipulation of the bronchial system. The patient experienced a drop in o2 saturation due to the accumulation of secretions and swollen throat. Therefore, it was decided to transfer the patient to the ICU for precautionary measures.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted..

Event description:
It was reported that the patient is fine and the procedure was prolonged for 7 minutes. The subject device was under repair until (B)(6) 2024 and was not used unit (B)(6) 2024. Neither the disinfectant for the endo det+activator+endo machines (acetic acid) nor the disinfectant (gigayme extra) has been changed in this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was not returned, and a specific root cause of the reported event could not be identified with the information received. Olympus will continue to monitor field performance for this device.